Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with complaint of coughing, vomiting and light headedness. During a device check, it was found that the ventricular lead had loss of capture in both bipolar and unipolar, yet in a later test the lead was able to capture in bipolar at maximum outputs. Variable lead thresholds had also been noted for over a year. It was discovered during the procedure that the lead was dislodged. The lead was removed and replaced. No further patient complications have been reported as a result of this event.